Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300-500 mg/dl with a moderate to large level of ketones. The customer would change the infusion set and cartridge after an alarm and insulin would be resumed. A cause of the past occlusions could not be identified. The customer declined tandem technical support's offer to troubleshoot as the customer was not currently receiving an occlusion alarm.